Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer was unable to select the "load" option. The customer performed a pump reset, however, the issue was not resolved. The customer's blood glucose was 186 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.